Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; moisture and visible corrosion inside the battery compartment. No damage to pump or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2014 with the following findings: on examination, the battery compartment was noted to be cracked with evidence of moisture contamination inside the battery compartment. A leak test was performed which revealed a leak in the battery compartment. On investigation, the pump powered on to the verify screen with auditory and vibratory function intact. The verify screen was confirmed and the pump emitted a ¿replace battery¿ alarm. Pump testing was unable to progress further. Audio bolus button testing was not able to be completed due to the pump¿s inability to progress through the testing. The pump was opened for investigation and revealed evidence of moisture ingress inside the pump.